Event description:
It was reported that during an unknown procedure, the electrode tip had a difficulty in being put into and out of the shaft. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. During testing there were no issues noted with the retraction of the electrode into the sheath. No conclusion could be drawn as to what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.